Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the sureform curved tip 30 stapler to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was returned without the sheath for inspection. This is a complaint that does not affect the functionality of the instrument. There are no device-related failures. Additional observation(s) not reported by site: the instrument was found to have a torn dual lumen silicone cover. There were tears in the silicone, and a piece measuring approximately 0.107" × 0.040" was missing.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer noted that once the stapler load was fired, the protective cover split. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the surgeon was using the stapler to remove a portion of the patients' lung. As it fired, the sleeve sliced along with the firing of the staple load. The stapler functioned appropriately, the cover just broke. The instrument did not collide with anything and there were no fragments that were not attached to the stapler when it was removed from the patient. No fragments fell into the patient and no post operative tests were needed. There are no photos or videos for isi to review.